Event description:
The following has been reported: biomed reported: " mechanical hardware failure (air compressor)". Patient harm: no. Active infusion stoppage: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor). Active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to mechanical hardware failure (air compressor). Upon return, the device started up with double red pump alarm. Log files indicated mechanical hardware failure (air compressor). Performed the recharge test, unit failed. Installed the engineering pneumatic assembly and unit passed without error. The air compressor will be removed and replaced during the repair process. No other damage was identified. An internal investigation was opened to address this issue.